Event description:
A plate failure dr's words in my hospital file (B)(6) 2017 titanium and steel plate, femur plate broken, broke 147 days after it was put in. The screw hole broke, so it must not been reinforced. It dropped down, broke knee bone, tibia and scraped nerve in left leg. Had an artificial knee put in because of the plate damage. Waited 25 days to find another one in terrible pain while waiting. It was a 4.5 mm locking compression lcp condylar plate 6 holes 170mmyx-left. Part #222.657, lot #7567893, depuy synthes, "could you tell me why it broke." I understand on a study that they were supposed to notify all medical hospitals that there could be a problem with this plate (B)(6) 2017. (B)(6). "Do I get an attorney."